Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of hematoma and vessel perforation or laceration, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of perforation appears to be related to procedural conditions and likely due to retraction of the sgc; the reported hematoma was likely a secondary effect of the perforation that occurred. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the perforation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1-2. After the femoral puncture, there was a standard hematoma. Post procedure, the puncture site was monitored which lead to suspicion of a small bleed. Arteriogram was performed which confirmed a small bleed of a smaller side branch or arteriovenous fistula of the femoral artery. It was believed that while retracting the steerable guide catheter (sgc), a small collateral artery or side branch must have been damaged; however, no resistance was noted. There was no evidence of damage during the procedure. The patient remained hemodynamically stable with no abnormalities throughout the procedure and there were no device issues noted. A covered stent was placed for treatment. The patient remained stable was discharged a few days after the procedure. No additional information was provided.